Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 377860, lot# v008878, implanted: (B)(6) 2006, product type: lead. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient had an appointment on (B)(6) 2014.

Event description:
It was reported that there was a communication problem. The patient last felt stimulation on (B)(6) 2014, and that evening she recharged like she normally did, while she was sleeping, however that didn¿t recharge. The patient had the charge your implantable neurostimulator (ins) screen, however since then only got the communication unsuccessful screen. The patient said that she normally recharged every 4 weeks and she last recharged 4 weeks prior. The recharger hadn¿t been dropped or gotten wet. The patient had already adjusted several times, when reviewing how to reposition the antenna and adjust the antenna dial. The patient tried adding additional spacers however that did not make a difference. It was reported that there was a problem with the patient programmer. The patient hardly used the programmer, stayed on her desk and she placed the batteries when it showed it was low; however, now only got a blank screen. The patient replaced the batteries with rayovac alkaline, and they were brand new and were positioned correctly. The patient checked for corrosion and didn¿t see any. The programmer had not been dropped or wet. The patient didn¿t have another aaa batteries to try. The patient had already noticed that she had to recharge more frequently and had to increase stimulation more. The patient was still having problems charging, but she lost a lot of weight and the ins may have moved / shifted in different positions. The patient did not have a fall or trauma. The patient received a new implantable neurostimulator recharger (insr) and was still not getting coupling bars and had an appointment with the healthcare provider the next week wednesday to check the ins. The recharger would not charge the ins, and stimulation had stopped three days prior. Information regarding if the cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.